Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product(s): serial number of the myosure control unit and hysteroscope not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Mfg date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. Reference internal complaint cc#4010302

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2015 the disposable device was having trouble closing. The physician then noted "metal shavings in the [patient's] cavity. A second device was used and encountered the same problem, but completed the procedure. The shavings were removed by the second device and curetting.